Manufacturer narrative:
Preliminary analysis of the log files confirmed the two (2) incidents of electrical fault alarms and did not show any pump stop alarms. Given the type of electrical faults and the date of implant, contamination within the driveline connector was suspected which was proven on visual examination of the connector during the cleaning procedure. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report # 27 of 117. Device remains implanted.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur.. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.

Event description:
It was reported from (B)(6) that the patient experienced two (2) electrical fault alarms which both occurred while he was moving. The bedside nurse assessed the driveline connection and found it to be securely in place and the driveline outer sheath was found to be intact with no area of fracture noted. The patient was stable and asymptomatic during both alarms. A manufacturer's representative responded to the facility and visually inspected the driveline and conducted a driveline cleaning procedure per the manufacturer's protocol. Two rounds of cleaning were conducted with required the pump to be stopped both times for approximately 45 seconds each. Contamination that was green in color was found on the driveline connector. The patient was said to have tolerated the pump off time very well. There have been no similar events reported since the cleaning was performed.